Manufacturer narrative:
Qn#(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the ohr review was completed. The review of DHR revealed no production issues at the time of manufacturing of the complained lot. Reported defect can be confirmed. Closure wire was stuck out. The root cause of this complaint was determined as "unintentional user error related". Inside the white tube, where the wire end should be inserted and fixed by glue, were observed traces of glue. Manufacturing errors have been ruled out. Opening of loop at the end of closure wire was caused by usage of excessive force within bag retrieval. As the root cause of this complaint was determined as "unintentional user error related", no corrective I preventive actions in production are deemed necessary to introduce. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when using the memobag, the wire unsheathed, exposing the sharp metal part". No patient harm or injury. The patient staus is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when using the memobag, the wire unsheathed, exposing the sharp metal part". No patient harm or injury. The patient staus is reported as "fine".